Manufacturer narrative:
Per tandem user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not bolus enough insulin prior to eating a high carbohydrate meal, and experienced an elevated blood glucose (bg) level that ranged from 220 mg/dl to 250 mg/dl. Customer programmed a temporary rate and consumed fewer carbs to address the issue. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.